Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker appeared to be depleting prematurely, as the remaining longevity had decreased from 3.5 years at the follow up six months ago to only 2 years remaining at this follow up. Device data was submitted to technical services for review. Analysis confirmed the device was depleting faster than expected due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. If more time was needed, new data could be submitted and the end of the 90 days and a new replacement window could be provided. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the patient's medical condition was unstable and the physician wanted to postpone the device replacement. Current data was reviewed and a new replacement window ending (B)(6) 2024 was provided. It was again discussed that if more time was needed, new data could be submitted at the end of the 90 days and a new replacement window could be provided. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced in may. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker appeared to be depleting prematurely, as the remining longevity had decreased from 3.5 years at the follow up six months ago to only 2 years remaining at this follow up. Device data was submitted to technical services for review. Analysis confirmed the device was depleting faster than expected due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. If more time was needed, new data could be submitted and the end of the 90 days and a new replacement window could be provided. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this pacemaker appeared to be depleting prematurely, as the remaining longevity had decreased from 3.5 years at the follow up six months ago to only 2 years remaining at this follow up. Device data was submitted to technical services for review. Analysis confirmed the device was depleting faster than expected due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. If more time was needed, new data could be submitted and the end of the 90 days and a new replacement window could be provided. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the patient's medical condition was unstable and the physician wanted to postpone the device replacement. Current data was reviewed and a new replacement window ending (B)(6) 2024 was provided. It was again discussed that if more time was needed, new data could be submitted at the end of the 90 days and a new replacement window could be provided. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced in (B)(6). No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.